Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown procedure performed on (B)(6) 2020. The package of the screw kit (1.5 mm in diameter) in question was supposed to contain four pieces. Three (3) screws were inserted without an issue while one screw broke off. The surgeon used a replacing screw (2 mm in diameter). Then, they noticed that there was one screw (1.5 mm in diameter) left. The surgeon wondered if the package originally contained five implants instead of four implants. No further information is available. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1). This report is for one (1) 1.5mm rapid resorbable cortex screw 4mm-sterile. This is report 1 of 1 for (B)(4).